Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france. This medwatch is being filed to relay additional information. Review of the most recent repair record determined the motor would not run. Additionally, the e-ring was missing, the swivel was loose, and the needle bearing and reciprocating arm were corroded. The motor, sleeve, reciprocating arm, needle bearing, e-ring, and swivel were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). E1: telephone number- (B)(6). The product will be returned to zimmer biomet. Product is being evaluated by external contractor. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery, the device had a bad contact and would stop functioning. Another device was used to complete the surgery. There was a 0-15 minute delay in the procedure. No adverse events were reported as a result of this malfunction. Due diligence is complete. No additional information is available.